Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for gastroin testinal/pelvic floor and urinary dysfunction/pelvic floor. It was reported the device did not work and had been turned off for years. It was indicated that an MRI procedure was due to a problem with the device or therapy. Additional information has been requested regarding cause, actions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.